Manufacturer narrative:
It has been identified during internal review that the reported event date was not correct. Indeed, the event date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017. This medwatch report has been submitted to provide the correct event date. This correction does not impact the investigation conclusions.

Event description:
The day after surgery, the surgeon and a medtech technician reviewed the post-operative surgery exams. They noticed that there was a discrepancy between the planned and the actual position of electrodes.

Manufacturer narrative:
The investigation determined that the most probable cause was MRI-CT fusion inaccuracy. The quality of the planning image was not as good as it should have been. Which resulted in the discrepancy between planned and actual position of electrodes.